Manufacturer narrative:
B3: date of event - estimated as (B)(6) 2024 as this is the date of the procedure and the exact date of the event is unknown. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced groin bleeding at the sheath access site. During a routine follow up after a procedure using a faradrive steerable sheath the patient experienced groin bleeding at the sheath access site. Hematoma at the access site was also noted. It is unknown if any intervention was performed to resolve the issue. The current condition of the patient is unknown. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
B3: date of event: estimated as (B)(6) 2024 as this is the date of the procedure and the exact date of the event is unknown. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced groin bleeding at the sheath access site. During a routine follow up after a procedure using a faradrive steerable sheath the patient experienced groin bleeding at the sheath access site. Hematoma at the access site was also noted. It is unknown if any intervention was performed to resolve the issue. The current condition of the patient is unknown. The device is not expected to be returned for analysis due to disposal. It was further reported that the patient had recovered from the access site complications, though information on any interventions performed to resolve them is not available despite follow up efforts.